Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 410 mcg/day via an implanted pump for intractable spasticity. It was reported the patient was doing really well on (B)(6) 2018, but on (B)(6) 2018 started having symptoms of withdrawal again. It was confirmed there were no alarms noted in the event logs. The physician was trying to determine troubleshooting steps. Reported symptoms included increased tone, increased ashworth scores from 1-2 to 3-4, and the patient was reporting a vibrating sensation. Additional information was received from a healthcare provider (hcp) indicated on 2018-feb-22 a catheter dye study was done, and the results were inconclusive. It was noted there was possible dye collection in epidural space. It was also reported the catheter positioning was suboptimal and was the cause of the symptoms. On (B)(6) 2018 the catheter was repositioned, and the patient previously had dose increases on (B)(6) 2018. The signs of withdrawal, increased tone, increased ashworth scores, and vibrating sensation were resolved. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.